Event description:
Report states the devices were returned to dow corning for evaluation and upon review the units were found to have tears in the envelope. It appeared that there was a stress applied at some point along the tears that exceeded the tensile strength and elongation of the envelope material. The investigation found no evidence to indicate that the tears were mfg related.